Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, during the procedure, the forceps were tearing instead of cutting the tissue. The tissue had a tear drop shape and bleeding subsequently occurred which was controlled by either clips or cautery (it could not be reported which one). The procedure was completed with this radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The date of event is unknown; however, it was reported to have been during the last two months. (B) (4). Intervention required to control bleeding. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).